Event description:
Pt had underwent past multiple surgeris through access into the left groin. After removal of the first introducer sheath from the vessel, pre-dilation of the vessel was performed using 6 and 7 fr dilators. A 6 fr flexor sheath was advanced through the vessel with some difficulty. Balloon catheter was accessed into the right sfa through the sheath and angioplasty was performed. When the procedure was completed and withdrawal of the sheath was attempted, the flexor material broke inside the pt and the inner wire began to uncoil outside of the pt. However, the physician was able to pull the sheath within one inch of the access site. At this point a cut down was performed to view the pt's artery, and an instrument was used during the attempt to extract the remaining sheath material. During retrieval, the distal segment of the sheath broke off, and the pt was moved to the or, where a vascular surgeon performed an arteriotomy to remove the separated segement. Removal of the separated segement was sucessful. Pt was noted to have good pulses at conclusion of procedure. Please refer to 1820334-2005-00143 for additional info.